Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range shock impedance measurements were exhibited with this transvenous implantable cardioverter defibrillator (ICD) system. Reportedly, post-implant measurement were within normal ranges and currently, the device system has been reported as working properly. The attending physician has asked boston scientific's technical services for guidance on shock lead impedance values, in relationship to double and single coil lead models. To date, the device remains implanted and in service with no adverse patient effect reported.